Manufacturer narrative:
Investigation results: visual investigation: the provided devices are in a decontaminated condition. Implant was loose on the femoral side. According to the surgeon no connection with bone cement and implant. No abnormalities or damages were found on the coated surface of the implants. The discolorations on the surfaces are due to oxidation. Such changes in color have no effect on the function or properties of the coating. In the delivered condition, there are no bone cement residues visible on the implants. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00612 (400487363 + no166z). Involved components: nl474 - univation f meniscal comp.t5 rm/lm 7mm - batch: 52431250.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with as univation xf tibia prothesis. According to the complaint description the implants loosened post surgery, left knee. After 1 year 2 month and 11 days the implants loosened on the femoral side. According to the surgeon there was no connection with bone cement and implants. A revision surgery was necessary. The loosening was noted on (B)(6) 2020. Additional information has been requested but not yet received as of this report. Patient bmi was reported as 31,5. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00612 ((B)(4) + no188z). Involved components: nl474 - univation f meniscal comp.t5 rm/lm 7mm - batch: 52431250.